Event description:
It was reported that the customer had a motor error alarm and compromised force sensor system. Customer's blood glucose level was reported at 399 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm or rewind anomaly noted. The device was unable to prime during prime test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The unit had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.